Event description:
A caller reported a cgm error 42 with their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller by providing complete pump reset instructions, and after performing the reset, the cgm error did not reoccur. The caller successfully started their sensor session.